Event description:
The touch screens on the ventilator would not work. Hard buttons were still functioning but without the touch screen, the clinician cannot change parameters on the ventilator. The ventilator provided correct ventilation to the patient during this event. The patient was placed on another ventilator without any complications. The ventilator was tagged and taken out of service.======================manufacturer response for ventilator, avea ventilator (per site reporter).======================carefusion technician was dispatched to run diagnostics.